Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: it was reported that the ngage nitinol stone extractor was found to be damaged before use during a retrograde intrarenal surgery (rirs) procedure on (B)(6) 2023. Subsequent information provided by the user stated the basket stopped functioning during use and a basket wire broke when removing the device. Another device was used to complete the procedure. The patient reportedly experienced no harm because of the issue. Investigation evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The product returned to cook for evaluation in an opened package. The basket was in open position, and the basket wire is broken. The handle easily actuates basket assembly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified two other events reported with the related failure mode. All devices from the lot were inspected multiple times for functionality and damage. All device from the lot that were shipped passed the multiple inspections. Based on the two complaints, there was not enough evidence to conclude that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ngage nitinol stone extractor was found to be damaged before use during a retrograde intrarenal surgery (rirs) procedure on (B)(6) 2023. Subsequent information provided by the user stated the basket stopped functioning during use and a basket wire broke when removing the device. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor appeared damaged in its shipping tray prior to opening the shipping tray. A picture was provided that appears to show two of the basket wires broke. A new same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.